Event description:
It was reported that the patient has not used merlin.net in the past year and radio frequency telemetry was unavailable on the implantable cardioverter defibrillator. On (B)(6) 2017, the patient was brought into clinic and device firmware download was performed successfully restoring the rf telemetry.